Manufacturer narrative:
This report is being updated to provide additional information/corrected information. Corrected information: evaluation summary should not be checked. Correction and preventative action (CAPA ) investigation has been opened to further investigate this issue.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history record (DHR) for the device could not be reviewed since the serial number was not provided. Olympus does not ship any device that does not meet all design and safety specifications. The suggested event was not reproducible as the device was not returned. Device inspection result was unavailable as the device was not sent to olympus. The suggested event occurred during procedure in which the device was used. However, it was unknown whether the device attributed the event. It was unknown whether the device was nonconforming as it was not sent to olympus. The user did not report device nonconformity. A definitive root causes were not identified. Based on the available information, the legal manufacturer determined the probable cause of the cap falling off is likely due to the user not attaching the cover properly. This event is thought to be preventable as the instructions for use (IFU)shipped with the device states as follows: attaching accessories to the endoscope: attaching the single use distal cover: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endo therapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. Based on the available information, the legal manufacturer determined the probable cause of the esophageal scratch/abrasion is likely due to the user performing suction while removing the device. There was no obvious information of mishandling. However, the user could prevent the events as IFU states as follows; important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edge.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. The olympus sales rep for this account visited the facility to trouble shoot the problem reported. In speaking to the staff regarding the application of the distal cap prior to the procedures, it was identified there may have been user error involved. The user forcefully applied the caps. The staff was re-educated regarding the proper application of the cap, and there have been no further issues reported. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during an unspecified procedure using an evis exera iii duodenovideoscope, when the scope was being removed from the patient, the cap fell off into the patient's mouth (and was retrieved). There were minor scratches in the patient's esophagus the physician believes were caused by the scope. No medical or surgical intervention was required as a result of this occurrence. Multiple attempts were made to gather additional details regarding the patient and reported event with no response from the customer.